Event description:
It was reported that during implant attempt, the stylet was unable to advance all the way into the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed; full lead returned and analyzed.